Manufacturer narrative:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and experienced air backflow. It was reported that about 15 minutes after the start of use, air was drawn into the vizigo sheath. The issue was resolved by replacing the sheath. No air was introduced to patient. Airflow issue was resolved by replacing sheath. No medical intervention required. No neurological symptom exhibited by patient since procedure was complete. No abnormalities observed prior to use of product, abnormalities were observed during the use of product. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface does not showed stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. A device history record was performed, and no internal action related to the reported complaint were identified. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. Additionally, a carto vizigo¿ 8.5f bi-directional guiding sheath - small was used during procedure and experienced air backflow. It was reported that about 15 minutes after the start of use, air was drawn into the vizigo sheath. The issue was resolved by replacing the sheath. No air was introduced to patient. Airflow issue was resolved by replacing sheath. No medical intervention required. No neurological symptom exhibited by patient since procedure was complete. No abnormalities observed prior to use of product, abnormalities were observed during the use of product. It was also reported that after pulmonary vein isolation (pvi) and cavotricuspid ishmus (cti), about 3 hours after the start of the procedure, blood pressure decreased was observed, and effusion was confirmed by echocardiography. Drainage was performed and the patient's condition stabilized after drainage. Patient was returned to the ward. Ablation was completed prior to noting cardiac tamponade. This adverse event was discovered post use of biosense webster products. No evidence of steam pop. No error message observed during the procedure. The physician's judgment on health hazard of the adverse event as non-serious (moderate/minor). The physician¿s opinion physician's opinions on the relationship between the event and the product is that the catheter may have been hit when the intracardiac dc was performed, but the physician himself was unsure. There was no evidence of steam pop and no error messages presented during the procedure. An rf needle was used for transseptal puncture. Contract force monitoring methods included vector. Visitag color settings included tag index. Visitag parameters for stability included range 2mm, time 3sec, force over time (fot) 25%, 2mm tag. Respiration filter was used. Irrigated catheter was used with the following flow settings: pre rf time 1sec, post rf time 2sec, during ablation 15-20ml/min. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4).has two reports: (1) MFR # 2029046-2023-01493 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter). (2) for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small).